Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reloads were breaking with minimal tension being applied during a sleeve gastrectomy. The needles stayed in the jaws but the suture broke away from needle. The surgeon tried three of the same reload lot and encountered same situation with all. A new lot number was opened and worked fine. No adverse events reported.